Manufacturer narrative:
(B)(4). The customer reported that when she turns the monitor on she is getting a solid red line and a chirp but the monitor does not turn on. There was no reported pt involvement. The device was evaluated at philip. The technician was able to reproduce the symptom, intermittently. The issue was localized to the processor pca.

Event description:
The customer reported that when she turns the monitor on she is getting a solid red line and a chirp but the monitor does not turn on. There was no reported pt involvement.